Event description:
It was reported that the system was explanted due to suspected lead infection. No adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.